Event description:
Information was received from a patient regarding an implanted infusion pump for complex regional pain syndrome type 1 and non-malignant pain. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient had a pump refill. Per the patient, she recently fell and had to have her hip replaced. The patient had a new personal therapy manager (ptm) and was not sure how to use it. When the patient was trying to connect to the pump, the handset lagged at 90% for about 2-5 minutes. The patient was currently bolusing 7 times per day. At the time of this report, the patient's pump had fentanyl and they would be adding a different medication, but the patient was not sure what it was.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.